Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after insertion, the catheter had difficulties with flow immediately, even after attempting repositioning and washing the catheter with physiological serum. There was no reported patient outcome.